Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastrointestinal hemostasis procedure performed on (B)(6), 2023. During the procedure, the clip was able to grasp and lock onto tissue, the clip failed to release from the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. Additional information received on august 22, 2023: it was clarified that the clip was used in the esophagus during an esophagogastric varices hemostasis procedure.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on august 22, 2023. Block h6: imdrf device code a15 captures the reportable event of the clip that could not deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastrointestinal hemostasis procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue, the clip failed to release from the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that could not deploy.